Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. During testing no trend information was available due to "ongoing calibration." The patient would be monitored with routine follow ups.